Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.